Event description:
Reporter reports via e-mail, "when the operator tried to inject anticancer during drug into the patient through angiomat 6000, he/she calculated a flow rate and entered 0.035ml/sec and then the injector was set at the rate of 35ml/sec. Since he/she performed the injection without any verification, the anticancer drug was injected into the patient a hundred times speed the original flow rate. This is because the injector determine that effective number is 35 as the injector understands the last 3 digit number is effective and the number entered previously". Arithmatic point disappears. We made sure this phenomenon by the examination on our stock. The hospital points out the problem of safety of the injector as well as the operators misverification.

Manufacturer narrative:
Liebel flarsheim manufacturer report: the angiomat 6000 injector system is designed for only a three (3) character entry in the protocol for a parameter rate of injection on the screen. The verification screen appears so that the operator is prompted to confirm their entries before the operator can "enable" and start an injection. Clinicians must remember that safety features are designed to serve as an aid to good clinical practice and that it does not replace the need for the user to fully understand the function and to verify that the equipment parameters have been set correctly before starting a procedure. No design changes are planned.